Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion at 12.30 cm to 12.40 cm from the connector pin, due to friction with another implantable device. The exposed outer coil in this location could have contributed to the reported noise problem.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.